Event description:
Facility reports that the employee was returning the pt's blood at the end of treatment when blood was observed backing-up into the priming set. The employee stopped the blood flow pump and retrieved a new bag of normal saline. Moments later the access port on the priming set separated from the "v" portion of the interconnector. Approx. 75cc of blood was observed on the floor. After the incident the employee noted that there were clots in the extracorporeal circuit and the dialyzer, the line had to be discarded. A total of 250 cc of blood was lost from the discard of the line. The facility reports the blood loss related to this incident is 75cc. The MDR is filed for the reported blood loss.